Event description:
Additional information received indicated that the since the second device was put in it had not been effect. It was noted that the reporter could not talk to the patient on the phone for 30 minutes and she had to go to the bathroom 3-4 times in the half hour. It was reported that the patient was in excruciating pain and the device has been causing a lot of back pain. It was indicated that patient met with manufacturer representative at least 5 times and called the representative every day for 3 months. The patient was on percocet for pain.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0j956, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the second device never provided any therapeutic effect and started causing pain. The patient had moved and was unable to get a health care provider (hcp) to look at their device and the patient and their spouse were upset there were not specialists closer to where they were living. The patient had not been seen by any other hcp for the device except their implant hcp and random ER hcps for the patient's pain issues. The patient would be seeing some specialists in (B)(6) or so to see what the hcp did to cause all this pain and suffering. The patient was taking dilaudid for pain control. At some point the patient's spouse talked with their manufacturer representative who advised that if the patient was in pain, they should have the device removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since the patient¿s device was implanted the machine had not worked. It was stated that the patient needed help with their machine and were in serious pain. It was noted that the device was causing the patient a lot of problems and the patient had to get up 10 times at night to go to the bathroom. Reportedly, the device was not working and had not been since implant. They tried to do reprograming but nothing had helped and it was still not working. The patient had to go to the bathroom every 5-10 minutes. The patient had been in pain for over a year. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.